Event description:
Impella 5.5 purge reservoir found leaking, impella rep and ccu fellow at bedside and bypass it by using filtered needle and secured it with tape and splint. No leaking of purge fluid noted afterwards. A similar incident report was entered on (B)(6) 2019 concerning the same device on a different pt verge report (B)(4). FDA safety report ID# (B)(4).